Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient said their incision site was very sore after implant so they called the healthcare provider (hcp) about it who recommended tylenol and motrin. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the consumer on 2020-feb-13. The patient reported that they were having leakage still and that they were still having a sore incision site. The patient stated that at night it was leaking down their leg. The patient reported that they did not tolerate pain well so their health care physician (hcp) ordered pain medication for the incision site as it did not look infected. The patient stated that they increased stimulation from 1.4 to 1.7. The patient also stated that the night prior to the call after they made the adjustment they were scooting around in their bed and they felt the stimulation in the perineum. Patient services reviewed positional stimulation and the patient confirmed when they went back to laying normally it went away. Patient services reviewed therapy expectations and program usage. The patient stated that they had a follow up appointment in a week. The patient was going to monitor symptoms now that a change had been made and noted they would follow up with the health care physician (hcp) if it didn¿t resolve. The patient called later that same day and requested a review of the screens and instruction. Basic functionality was reviewed with the patient and after several attempts the patient had been able to connect. The patient stated that they had last adjusted their setting the night prior to the call. Patient services reviewed therapy information and general programming guidance and suggested the patient wait a few days before making another adjustment. The patient again mentioned they had their follow-up appointment in the following week. There were no further complications reported. Additional information was received from the consumer on 2020-feb-24. The patient called back to understand how charging the external equipment worked and patient services reviewed how to use the external equipment and charging statuses. The patient reported that they were on antibiotics now and a shot and that they had an infection at the implant site. The patient reported that the health care physician (hcp) may need to take the implant out. The patient reported that they were going to see the hcp ¿tomorrow,¿ ((B)(6) 2020) and that they were seeing a ¿clinician¿ message when attempted to go above 1.8. The patient stated that the implant would not allow them to increase past 1.8. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that none steps were taken that she knows of. The programmer only increased to 3.0 by 3.0 by clinician not the patient but at the doctor's office. The patient was not sure yet of planned surgery. The patient directed us to contact the doctor for further questions and answers.